Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. As received, the belt failed incoming functionality testing, specifically the therapy electrode recognition test. Upon investigation, there was an open along the rear pulse wire inside the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire and check therapy pad messages is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing check therapy pad messages.